Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explant procedure. With regard to the dislodgement mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical and mechanical analyses were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 6 months, it was reported that sensing dropped from 2.4 mv to < 1 mv and that the threshold value is not established since implant. Furthermore was observed that the right atrial sensing was fluctuating between 0.2 mv and 1.5 mv since (B)(6) 2018. During a nodal ablation on (B)(6) 2018, a dislodgement of the ra lead was seen on the x-ray. On the iegm ra sensing v-signal > 1 mv was seen as the ra lead dislodged into the ventricle. The doctor decided to explant the lead while implanting lv lead, during an upgrade to a crtp on (B)(6) 2018.